Manufacturer narrative:
Updated: b1: adverse event/problem. B2: outcomes attrib to adv event. B5 - describe event or problem. H1: type of reportable event. H6: impact code. B3: used (B)(6) 2024 as event date since the only date provided was (B)(6) 2024.

Event description:
It was reported that catheter removal difficulties and a shaft break were encountered. The patient experiencing cardiovascular instability and persistent ischemic symptoms, including chest pains. An electrocardiogram (EKG) indicated a concern for an inferior st elevation myocardial infarction (stemi). A 5.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during intervention, there was difficulty withdrawing the balloon, which ultimately resulted in a balloon shaft fracture. The balloon tip and shaft remained just proximal to the guideliner. When pulled back into the guideliner, about 20cm of the balloon remained in the patient out the guide. The balloon shaft and tip were successfully retrieved. All equipment was removed intact, with no apparent harm to the patient. It was further reported that the target lesion was moderately tortuous with 70% stenosis and snaring was performed to completely removed the fractured device.

Event description:
It was reported that catheter removal difficulties and a shaft break were encountered. The patient experiencing cardiovascular instability and persistent ischemic symptoms, including chest pains. An electrocardiogram (EKG) indicated a concern for an inferior st elevation myocardial infarction (stemi). A 5.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during intervention, there was difficulty withdrawing the balloon, which ultimately resulted in a balloon shaft fracture. The balloon tip and shaft remained just proximal to the guideliner. When pulled back into the guideliner, about 20cm of the balloon remained in the patient out the guide. The balloon shaft and tip were successfully retrieved. All equipment was removed intact, with no apparent harm to the patient.

Manufacturer narrative:
B3: used (B)(6) 2024 as event date since the only date provided was (B)(6) 2024.